Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cord was damaged. Therefore, the reported condition was confirmed. It was determined that the damaged cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the foot control device had frayed cord wires exposed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: upon further review of the returned device, it was determined that the reported condition of frayed cord was confirmed; however, the other reported condition of exposed wires was not confirmed. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the cord was damaged preventing the function assessment from being performed. It was determined that the damaged cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord or exerting extreme force on the cord during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.